Event description:
Procedure type: inguenal hernia repair. According to the reporter: the customer reports that he noticed the balloon losing air during the procedure so the balloon trocar was replaced. The same problem occurred so the balloon trocar was replaced with a third balloon trocar, different lot number, and it worked fine. There was no unanticipated tissue loss. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).